Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation lactosorb hex screw, catalog #: ni, lot #: ni, therapy date: (B)(6) 2017. Report source: foreign country - (B)(6). The part and lot information of the screw is unknown, if this information becomes available a supplemental MDR will be submitted. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while placing the screw in the zygomatic region, "the surgeon could not fix the screw completely and wrench off the hex head although the surgeon attempted to insert the screw after using both taps. The surgeon stated that diameter of both taps were more large than the traditional tap. The surgery was completed after remained hex head of screws were melted using heat pen." There was no surgical delay. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Clarification was requested as the patient was originally reported as a (B)(6) female and the additional information states patient is a young male. Concomitant medical products: biomet microfixation 1.5 lactosorb system 1.5 x 5 mm lactosorb screw catalog #: 915-2316 lot #: ni. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00120.

Event description:
In response to requests for additional information the customer reported the patient's bone was expected dense because the patient was young male. The surgeon experienced difficulty removing the hex head on four screws. It is unknown if the tap created larger holes or if bigger screws were needed as a result. It was confirmed the screws were fixed fully using the heat pen.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00120-1.

Event description:
The customer confirmed the patient information submitted in the initial report is correct; the patient is a (B)(6) female.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. A visual inspection of the returned 1.5mm sd ls tap dense bone taps show good overall condition as the threads remain intact and the body of each tap shows minimal signs of use. It was reported that the patient was a 55 year old female. If the tap was used in soft bone, since it does have a slightly larger diameter than the traditional tap, it could have removed more bone than the surgeon anticipated, which would have prevented the screw from biting into the bone and the hex would not break off. Based on this information, it is possible that if patient had soft bone density, using the dense bone tap could cause larger diameter holes and prevent screw purchase to break the hex head. However, the complaint cannot be verified as the patient's bone density is unknown; the most likely underlying cause of this complaint cannot be determined. Device history record (DHR) was reviewed and no discrepancies were found. The instructions for use (IFU) for this product has the following information in the section titled warnings and precautions: the lactosorb® self-drilling dense bone taps have been designed for skeletally mature patients and are not recommended for skeletally immature patients (i.e. Soft bone); use in skeletally immature patients may result in poor screw fixation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00120-1.